Manufacturer narrative:
(B)(4). The product sample was not returned for analysis but a photo was provided confirming the customer's complaint. The photo shows the black insulation on the shaft was damaged. The damaged is indicative of contacting the sharp edge of a cannula. The IFU for the device warns to carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the pt.

Event description:
The customer reported that the insulation on the device shaft became damaged and fell into the pt cavity. They noted that it was not possible to determine if all the fragments of the material were withdrawn from cavity. The pt is well, and he has obtained his certificate of discharge.